Event description:
During the performance of selective catheterization of a branch of the superior mesenteric artery using a simmons ii shape cook catheter (beacon tip), 5 fr in diameter, it was noted during standard manipulation of the catheter that the tip segment had detached from the shaft of the catheter. The tip segment (2cm long) became permanently dislodged inside a small jejunal arterial branch.